Event description:
A report was received that the patient's precision system was explanted due to the patient's pain being worse after being implanted with the device. No further information regarding the explant can be obtained.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.